Event description:
The customer reported that during a laparoscopic colon case, the device worked fine but then it started to self-activate, even after the surgeon laid the instrument down. The generator in use continued to give activation tones. There was no patient injury. A new device was opened and used to successfully complete the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.